Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch, ventralight st, ventrio st and phasix mesh on (B)(6) 2019 and/or (B)(6) 2020 and/or (B)(6) 2020 and/or (B)(6) 2021 and/or (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
H3 other text: not returned.